Event description:
One pt sample with discrepant sodium results. Initial result gave 130mmol/l; same sample repeated on same analyzer three times resulted at 131, 129, and 134 mmol/l. Same sample repeated six times on another analyzer - same methodology gave 130, 135, 134, 133 and 135 mmol/l. Erroneous results were not reported. The field service rep was unable to verify the exact cause, however, found fibers and a gel like substances on the sample probes and the s2b syringe was leaking. Replaced sample probes and syringes. Performance tests were performed which were within specifications.